Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor would not calibrate or display readings. The user attempted to remedy the issue by performing a shutdown and re-boot, but the same problem occurred. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.